Manufacturer narrative:
The reported failure of active exhaust purge valve closed test step is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
A trilogy 100 ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of patient harm, and the device was not reported to be in patient use at the time of the reported issue. During evaluation at the manufacturer's service center, the device failed the active exhaust purge valve closed test step. The service technician determined that replacement of the active exhalation control module (aecm) was necessary to address the failure. In addition, missing feet and the cord retainer were replaced. Due to observed damage, the dc power connector cable, handle, rear enclosure, enclosure gasket, and front enclosure were also replaced. Following completion of the repairs and replacement activities, the device successfully passed all required testing and was returned to service.